Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a scheduled device implant. During procedure it was noted that the left ventricular lead exhibited high pacing threshold and the physician was unable to implant the lead in the anterior vein due to patient physiology. The lead was not implanted and not replaced. The patient was stable during and post surgery.